Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that an unexpected reset occurred. There was no impact to customer¿s blood glucose. No additional information was provided.